Manufacturer narrative:
Age at time of event: over 18 years of age. Device evaluated by MFR: the complaint device was not received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Same case as 2134265-2013-03368 and 2134265-2013-03371. It was reported that during a rotational atherectomy intervention procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). The physician was ablating the lesion with an unspecified size rotalink burr when the burr perforated the artery. During removal of the burr the 330cm rotawire guidewire was severed and approximately 25cm of the distal portion of the guidewire remained in the rca. The physician then advanced a non-bsc guidewire and a 3.0x12mm emerge balloon to the perforation site and inflated the balloon to unspecified atms and the balloon ruptured. The balloon was replaced with a 3.0x12mm nc quantum apex balloon. The balloon was inflated to unspecified atms and removed. Upon removal of the balloon the patient was taken for immediate surgery to remove the guidewire fragment. Patient status was stable. It was a successful CABG.